Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
During an im rodding of nail the surgeon was using the standard insertion handle to insert the nail. Surgeon used some force to insert the nail and the small square attachment on the handle broke. Surgeon did not see the piece in the patient, it remains unknown where the piece went. No x-rays were taken to confirm it was not in the patient.